Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005 indicative of high shock impedance measurements greater than 145 ohms. The health care professional (hcp) indicated the shock lead impedance trend shows greater than 200 ohms and then around 189 ohms. Technical services (ts) discussed reprogramming and replacement options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.